Event description:
It was reported that the pump malfunctioned, resulting in the customer¿s blood glucose level rising to 554 mg/dl. To address the high blood glucose level, the customer administered a correction bolus via the pump. Technical support assisted with resetting the pump, and the malfunction did not recur. The customer will continue to use current pump for insulin therapy.